Manufacturer narrative:
B6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and a left ventricular (lv) lead due to a cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Multiple spectranetics devices (tightrail sub-c rotating dilator sheath, 14f and 16f glidelight laser sheaths) were used in the procedure. The rv lead was targeted first, alternating devices to advance down the vasculature. While using the 16f glidelight, progress stalled; the rv lead had become externalized (inner components no longer covered by the insulation, forming a 'birdnest'), preventing any tools from reaching the tip of the lead. As a result, heavy traction was applied to the rv lead, and the lead eventually freed. However, the patient's blood pressure dropped, and rescue efforts began, including sternotomy. A small rv perforation was discovered and repaired. It was observed that the ra lead had come out when the rv lead was freed, and the lv lead was extracted post-sternotomy with very little traction. The patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.